Event description:
It was reported that a malfunction occurred, displaying the code malf 12. The customer's blood glucose level remained below 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, and after resetting, the issue did not recur. The customer was advised to continue using the pump and to call back if the issue recurs, which the customer understood and acknowledged.